Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high pacing thresholds measurements and a lead dislodgment is suspected. A revision procedure was performed, and this rv lead was repositioned. The rv lead remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
Rv lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.